Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to the mid 200s mg/dl. The customer changed the infusion set and cartridge and continued to experience occlusions. Boluses via the pump were used to address the bg level. A system check showed that the infusion set site may be a possible cause of the occlusion. The customer was to change the supplies on the pump.